Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) tested the level module and level sensors and could not verify any issues with operation or contact surfaces. The unit operated to the manufacturer's specifications. Per the fsr, the end user was not waiting any amount of time before connecting the level sensors. The end user was advised of device instructions for use (IFU) and has not had any further issues. Per data log analysis, the log shows many level alarm probe status changes from coupled to uncoupled. Sometimes it is the alert probe reporting coupled to uncoupled events. This will cause a 'level not attached' alert when level detection is turned on. This can be caused by not waiting long enough for the level pad to cure before attaching the level probe, or not using the coupling gel. The log confirms the complaint.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist was having trouble with the level sensing system. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.